Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient presented with palpitations and atrial tachycardia. Medication was administered and the patient was defibrillated. The case was completed with cryo. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.